Event description:
It was reported that prior to implant the cardiac resynchronization therapy defibrillator (crt-d) battery voltage was below the minimum acceptable voltage to implant after 72 hours at room temperature. It was noted that vf detection may have been enabled at some point for an unknown length of time. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).